Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 503 mg/dl. Cause was not known; customer suspected cartridge and insulin. To address elevated bg, customer changed the pump supplies and used a new bottle of insulin. Recommendation was made for the customer to discuss the event with a healthcare provider.